Event description:
It was reported that the patient received inappropriate therapy due to intermittent noise. The noise was not reproducible in-clinic. It was noted that the patient had been lost to follow-up. Lead was capped and replaced. The patients condition was stable.